Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No patient involvement.

Manufacturer narrative:
The caller has declined returning the device for evaluation. The caller reported that the speaker assembly was replaced and still no audio was heard from the device. The customer was informed by covidien technical service department that due to replacement of the speaker and still no audio, the problem is most likely related to failure of the main pcb. If new or significant information is provided, a supplemental report will be submitted.